Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. There were no patient consequences.